Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver received an error then proceeded to shut down. The reciever was then reset and able to turn on. However, this happened mulitple times. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).